Event description:
Reference number (B)(4). Event country united kingdom it was reported that the patient experienced infusion set tape was not sticking and the event occured on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.